Event description:
A customer contacted baxter's (B)(4) regarding a system error (se) 2240 alarm that appeared on the homechoice (hc) unit during initial drain. The home patient (hp) stated she was connected at the time of the alarm and had not disconnected any time prior to the alarm. The hp stated all bags were properly spiked and connected and there were no patient extension lines in use. The hp confirmed there were no open clamps on unused supply lines and there was nothing unusual noted about the supplies. The technical service representative (tsr) explained the alarms. The hp stated that was the second time that night that this happened. The hp stated the hc was not priming the patient line all the way. The hp stated she used the compact exchange device (cxd) to assist with spiking to connect bags. The hp confirmed the spikes were in all the way and connections were secure. The hp stated she did not want to restart further therapy. The hp confirmed she would call the nurse in the morning. The hp stated she would finish therapy manually. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). An engineering/quality review was performed. This event was not confirmed due to a lack of a sample. Based on the information obtained during baxter's investigation, the cause of the system error 2240 was air being sucked into the disposable after an incomplete prime. The labeling review finds the labeling adequate for the potential use error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).